Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, it was reported that non-sustained over-sensing (nso) episodes were noticed during device interrogation. Device programming was performed to resolve the issue and the patient was stable.